Event description:
Medtronic received information regarding a pipeline flex that was difficult to open an a phenom 27 microcatheter that had resistance during delivery of another pipeline. The patient had multiple intracranial aneurysms. The distal aneurysm was located at the c6 segment and the proximal aneurysm was located at the c4 segment. The patient was undergoing the procedure via femoral access for overlapping flow diverter treatment of the aneurysms. Vessel tortuosity was severe. It was reported that the devices were prepared and catheter was flushed per the instructions for use (IFU). The first pipeline (ped-475-18, lot: d066868), was delivered. The distal tip and middle sections opened well. Initially, the proximal end failed to open at the vessel bend. However, the surgeon performed push/pull maneuvers with subsequent adjustments and managed to open the pipeline which was deployed at the proximal 7-8mm segment. Delivery of the second pipeline (ped-500-20, lot: d066654) was then initiated for bridging. However, at that point, the phenom 27 microcatheter had significant resistance at the distal end, causing sluggish delivery of the second pipeline. To prevent further issue, the surgeon removed the system and replaced the microcatheter to deliver the pipeline and complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that it was clarified that the phenom reported lot number was, "the first one. Following the first stent ped-475-18, at the proximal 7-8mm segment, the surgeon deployed the second stent ped-500-20 for bridging using the first catheter. At this point, the microcatheter (the first phenom27) had large resistance, causing stent delivery process to become sluggish. The surgeon suspected that the microcatheter was damaged during the deployment of the first stent. To prevent damage to the second stent ped-500-20, the surgeon decided to use another catheter (the second phenom27) to complete the procedure. The procedure was completed after the microcatheter was replaced. After confirmation with the on-site contact, the lot number of the two catheters was 231549531." The cause of the event could not be determined.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that two phenom catheters with the lot number 231549531 were used in this procedure, however only one had the resistance issue with the pipeline. The lot number of the catheter involved in the complaint was (B)(4).

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that after removal, the surgeon reported a change in the distal end morphology of the phenom 27 microcatheter, suspecting kinking or damage. The catheter used was a shapeable microcatheter, model fg15150-0615-1s, lot number 23154951. The same second pipeline (B)(4), lot: d066654) was successfully implanted after the catheter was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.